Event description:
Pt reported that back to back tests performed on their surestep meter using separate finger sticks were 106, 125 and 134 mg/dl (23% difference). No symptoms were reported. Reviewed cleaning procedures and educated patient on series of variation (sov). There was no allegation of harm.